Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported information of infection was timely submitted via an alternative summary report on (B)(6)2013. Concomitant product: 5054-58 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was initially reported that an infection occurred. The device and leads were removed and replaced. Additional information received indicated that the patient had a foreign body reaction and device erosion. No further patient complications have been reported as a result of this event.